Event description:
It was reported that a kink in the pa catheter was observed and the sheath may have clotted and kinked as well, leading to difficulty removing. Both the catheter and introducer were removed together. There were no patient complications. It was indicated that an arrow introducer, (B)(4), was being used with the swan-ganz catheter, which is believed to have an accordion-type cannula.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device has not been returned at this time. If the device becomes available a supplemental report will be submitted with the evaluation results. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
One swan-ganz catheter was received with an arrow introducer, contamination shield and unknown injection caps on each extension tube. The introducer was received attached to the catheter around the 55 cm area of the catheter body tube. The introducer was removed from the catheter and two kinks were observed in the catheter body. The first was located in the same area as a kink on the arrow introducer sheath (57 cm) and the second was located at the distal end of the introducer sheath tip (52 cm). All through lumens were patent and did not leak. The balloon inflated clear and concentric and did not leak. The thermistor read 37.1 c when submerged in a 37.0 c water bath on both vigilance I and ii monitors. Thermistor temperature reading accuracy is +/- 0.3 c, per the vigilance manuals. Review of the available information suggests that the kinks on the catheter may have contributed to the withdrawal difficulty in the event reported. There was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.